Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received an unexpected power loss error. The customer's blood glucose was unknown at the time of the incident. It was reported that the customer uses a brand new battery. There was no low battery alarm in alarm history. A new battery cap will be sent. The insulin pump will not be returned for analysis.